Event description:
It was reported there was foreign material in the nozzle of the gastrointestinal videoscope. There were no reports of patient harm

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The legal manufacturer received a customer response to questions on cleaning disinfection and sterilization (cds) processes and confirmed the device was reprocessed before being returned. The customer did not respond to questions on specific cds steps that were followed. Therefore, no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.